Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 130 mg/dl and 400 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported calling adc customer service and ordering a replacement meter, and while waiting for the replacement meter to be shipped, the customer reported feeling symptoms of hyperglycemia, and her daughter called the paramedics and administered insulin in order to stabilize glucose levels.